Manufacturer narrative:
A philips clinical specialist went onsite and met with the customer associate director of telemetry. They went through the customer¿s current alarm limits and expected alarm behavior. The clinical specialist also answered several other questions that the customer had regarding their telemetry setup. Their telemetry department now oversees several additional units that have bedside monitors/ different alarm limits. It was found that the monitor in question were behaving as expected. Based on the information available and the testing conducted, the device was functioning as designed. The reported problem was not confirmed the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the spo2 alarms not operating as expected. The device was in clinical use at time of event, no adverse event was reported.